Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as painful sores on chest and under breasts and the electrode push into wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied saline and gauze to the sores. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.